Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set was involved in an overinfusion incident. According to the report, a 250 cc bag of IV fentanyl was hung at 1:30 pm, the volume to be infused (vtbi) was 250 cc, and the rate was set to 4 cc/hour. At 5:30 pm the same day, ¿the drip was held for wean per the physician, and the pump was turned off. The tubing was disconnected from the patient, and the blue cap was applied.¿ when a staff member arrived to ¿total out¿ the pump at the end of the shift, it was noted that the volume of fentanyl remaining was 35 cc, which was less than expected. The reporter stated that ¿the IV pump stated that the vtbi was 227¿ and ¿no fluid was found around the pump or on the floor¿. There was no apparent patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.